Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent struts were deformed. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(E1) initial reporter city: (B)(6). (E1) initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the proximal section of the stent was found to be lifted from its crimped position. The undamaged stent outer diameter was measured and the result was 0.0420", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent struts were deformed. The procedure was completed with a non-bsc device. No patient complications were reported.